Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4j1194s), egia60axt, egia60axt egia60 artic extra thicksulu (lot#:n4f2143y), gia10038s, gia10038s gia100-3.8 sgl usereloadstap (lot#:p3c0375s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic three-incision esophagectomy (mckeown), the devices had issues. After the abdomen was freed and the stomach was removed to make a gastric tube, an open stapler was used, and two staples burst in succession. One staplewas the one that came with the open stapler, and the other was the new loading unit. Both staples did not have a good b-shaped formation and there was bleeding. Finally, a new gun and staple were used with manual suturing to complete the gastric tube. When using the cervical stapler, the egia stapler gun and egia reload could not be activated. The surgeon was able to press the green button but was unable to squeeze the handle. The operation was completed after replacing the handle and reload.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was poor staple formation. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic three-incision esophagectomy (mckeown), the devices had issues. After the abdomen was freed and the stomach was removed to make a gastric tube, an open stapler was used, and two staples burst in succession. One staplewas the one that came with the open stapler, and the other was the new loading unit. Both staples did not have a good b-shaped formation and there was bleeding of about 40cc. Finally, a new gun and staple were used with manual suturing to complete the gastric tube. When using the cervical stapler, the egia stapler gun and egia reload could not be activated. The surgeon was able to press the green button but was unable to squeeze the handle. The operation was completed after replacing the handle and reload.